Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The medical consultation was cancelled due to patient's fever, and the next one is not fixed yet. The logs will be obtained then in january or later.

Event description:
Additional information was received from the manufacturer representative (rep) reported that the device logs were not obtained because the next medical consultation has not been scheduled as of 2025-mar-07.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2. Foreign: japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ins could not be charged since the previous day. It was noted that it could only be charged smoothly once every 100 times. There were two patterns- one was that ¿please replace the batteries in the controller immediately due to low battery level¿ was displayed, and the other was that charging normally started from ¿checking recharger¿ and went to ¿searching for device,¿ but went to another screen and the ins could not be charged. When they removed and reinserted the battery pack, the charging process went smoothly on the spot. There was no damage to the recharging cord. The situation was to be monitored until the next consultation. Additional information received from a manufacturer representative. When asked what the controller battery charge level was when the message "please replace the batteries in the controller immediately due to low battery level" was displayed, the representative reported that this was asked but unknown. Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a patient with an implanted neurostimulator (ins), wireless communication between the controller and the ins could not be established, repeatedly showing "device not detected." Bringing the controller within about 30cm of the ins site or changing rooms did not change the situation. Removing and reinserting the battery of the controller did not improve the issue. Even after replacing both the controller and recharger with new ones and pairing them with the ins, the problem persisted. The patient could only adjust the stimulation or turn the device on and off by connecting the antenna of the recharger to the controller and grounding the antenna to the ins while charging. The patient reported that this situation had been the same since the initial implantation. Communication between the clinician tablet and the ins was without issues. The sales representative's opinion was that the ins can communicate via proximal telemetry but has some impairment in distal telemetry. The patient was instructed to continue adjusting the stimulation levels and turning the device on and off while charging the ins. The issue has not resolved. Additional information was received. The rep stated in contact with technical services (ts), that in this incident, the controller r epeatedly shows "unable to find device" after long-pressing of the padlock icon on the opening screen. Since the patient cannot communicate wirelessly with the ins, adjustments to the stimulation level and turning the stim on and off can only be done by "connecting the recharger to the controller, placing the antenna on the ins, and starting charging." According to the patient, this situation (inability to communicate wirelessly with the controller) has been happening since the initial implantation two years ago, but the patient did not consider this an issue and used the recharger to communicate with the ins when adjusting the stim. Communication between the clinician programmer and ins has no problem. The rep believes that the ins in question can communicate via proximal telemetry with the recharger attached; however, there is some impairment in the distal frequency band telemetry. For the time being, the patient has been instructed to continue using the recharger to adjust stim and to turn the stimulator on and off as needed. Ts stated that this issue is usually resolved by repeating the pairing process, by going into tech mode and following the new implant pairing flow. They would not suspect a problem with the recharger or functionality of the ins because the tablet and patient controller use the same type of signal for distance telemetry. If the problem was associated with the recharger or some other component on the ins, then it would be anticipated that there would be similar problems communicating using both the controller (w/o recharging antenna) and the clinician tablet. The rep responded back asking for other ways to resolve this problem without repeating the paring process, like trying to reset the ins. Ts replied that they could try a reset and provided instructions to reset the ins. However, this would likely not resolve the issue. Additional information was received via technical services. It was stated that resetting the ins does not delete data. Every case like this that they have seen resolved by repeating the pairing process to connect the remote to the ins. Additional information was received. The controller and recharger were replaced on (B)(6) 2024, however, the communication issue had not resolved. Serial numbers provided. At the beginning of implantation (B)(6) 2022, the controller and ins could not communicate wirelessly, and the notice of the event was delayed because the patient did not report. The controller and recharger were reported under pe# (B)(4) and were shipped to the manufacturer on 2024/11/27. Please find the details in the pl tab. Logs are expected to be available because it will be examined again on dec/17. To try and resolve, at the direction of the head office, the device will be reset with 97745 used. This has not yet occurred.

Event description:
Additional information reported that the patient's appointment was not rescheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.